Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by manufacturer - additional. H2: type of follow up - additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional.

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing was performed and passed. Data log analysis was performed and passed. Performance data was reviewed but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).